Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that customer attempted to change out set several times due to fluctuating blood glucose levels the day of hospitalization. Troubleshooting performed and pump failed to alarm no delivery during high pressure test.